Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 14.0ng/ml was obtained. Because of a similar event in the past, customer collected a fresh sample from the pt, ensuring the sample integrity. The new sample gave a result of 0.03ng/ml and was reported out of the lab. No reports of death, injury or change to pt treatment have been received in connection with this event.

Manufacturer narrative:
Qc and system check were within specs before this event. The specimens were collected in lithium heparin tubes with gel and centrifuged at 3,500 rpm for 5 mins. Bd product insert recommends samples to be centrifuged for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and did not find any hardware related issues that may have contributed to this event. All verification testing passed within specs. Pre-analytical sample handling was discussed with the customer, and the fse gave them literature to distribute to all of staff and the ER for future reference. Pre-analytical sample handling may have contributed to this event; however, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.